Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and check settings alarm. Customer's blood glucose level was in the 500 mg/dl range. Troubleshooting for check settings alarm was performed. Customer advised the alarm occurred during the first rewind. Customer was advised to monitor the insulin pump. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, high blood glucose, fatigue, trouble breathing, high blood pressure, dizziness and was hospitalized. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions.